Event description:
The report stated that 8 minutes into a radio frequency ablation procedure, a water leak occurred at a point between the knob (handle) of the electrode and the tubing. Another electrode was opened and used to complete the procedure.

Manufacturer narrative:
Date of initial report: 12/04/2007. The incident sample was not returned for evaluation, therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water, which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.